Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual vis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, neither air/water at the output of this endoscope was observed due to a clogged nozzle, angle rubber glue separated and discolored, one light guide rod lens cracked, connecting tube buckled, connecting tube protector damaged, and scope connector water mouthpiece found loosen and detached. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii colonovideoscope had insufflation problem. Upon inspection and testing of the customer returned device, foreign material (white-colored material) was found clogged in the scope air/water nozzle due to insufficient. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.